Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #:. Ubd:. UDI#:. No parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the break out box (bob) was displaying the faulted light, and the message "localizer disconnected" was displayed on the system. When plugging an instrument into a port on the bob, a green led appeared next to that port. Swapping localizers had no effect, and swapping bobs resolved the issue. No patient was present. Troubleshooting information was provided. The medtronic representative confirmed in the tracking details the emitter was greyed and "off" when the bob was connected, the bob read "faulted". They obtained em diagnostics, and the bob status listed as faulted and controller status listed as connected; the port status read connected with instrument plugged in and disconnected when empty; the system faults listed as bob rom. The probable cause was suspected to be an issue with the bob.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the hardware part was replaced. B01, c13, and d02 are applicable. H3, h6: product 9735825 was received for hardware analysis. The unit was connected to a bench test system and it was found to be defective. Lat displays faults on the em and bob. The controller and tca shows being connected. Unable to connect to emtest. B01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.